Manufacturer narrative:
The user facility submitted medwatch(B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing hub of a clearlink system - non-dehp solution set that was connected to a clave cracked which resulted in IV fluids and medication leakage. The issue was identified during patient infusion with mesna. The tubing was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included pressure test, clear passage under water test, priming test, general function test, and a simulation test which was left running for 24 hours, and no defect was observed that could generate a leak. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.